Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2017-08372 and 2134265-2017-08492. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, the motor drive unit (mdu) failed to perform automatic pullback, after several attempts it would automatically turn off and there was no sound to the mdu during pullback attempt. The procedure was completed with a different device. No patient complications were reported.